Event description:
During attempted implant, it was reported that the helix of the device was stretched. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During attempted implant, it was reported that the helix of the device was damaged. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of stretched helix was not confirmed. Visual inspection of the device found no anomaly on the helix; the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.